Manufacturer narrative:
Device evaluated by MFR.: the device was not returned; therefore product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR: 2134265-2011-00657 it was reported that during a rotational atherectomy treatment procedure, a vessel perforation and guide wire fracture occurred. The 90% stenosed, 10mm eccentric lesion was located in a mildly tortuous and severely calcified proximal right coronary artery (rca). The physician advanced the 1.25mm rotalink burr at a rotational speed of 150,000rpms to the distal side of the lesion however; the burr became "lodged". During a second attempt the burr became "lodged" again. The physician removed the burr from the patient and perforation of the vessel was noted. The rotawire guide wire was left in the patient and an unspecified balloon was loaded on the wire to ¿tamponade the vessel¿. The patient was sent for surgery. During surgery a guide wire fracture was identified and the 6mm distal section of the wire was also removed from the patient. The perforation was ¿oversewn¿ and a saphenous vein graft (svg) was placed at the distal rca. The surgery was successfully completed. No further patient complications were reported and the patient's status is fine.